Event description:
It was reported that (B)(6) 2022, staples were found jamming during usage on the patient. Changed a new stapler.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot# 73l2100054 investigation did not show issues related to the complaint.